Manufacturer narrative:
This supplemental medwatch report is correcting information submitted on the initial medwatch report. The initial report inadvertently indicated a report date of (B)(6)/2019; however we were not aware of this event until the external paddles were received at our facility on (B)(6)/2019, therefore we are updating sections accordingly.

Manufacturer narrative:
The external paddles were returned for evaluation. The customer's report was observed during initial testing. However, the problem presented itself intermittently when manipulating the connector between the multifunction cable and the paddle connector. As a result, the paddles were scrapped as a precaution. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device failed to discharge via external paddles. Complainant indicated that there was no patient involvement in the reported malfunction.